Event description:
It was reported that a longevity calculation was done to estimate the implantable neurostimulator (ins) battery life and there were out of range impedance values. Device settings were c+3-2-1-, 3.5v, 60 pulse width, 180 rate, 920 ohms and longevity estimated elective replacement indicator (eri) at 2.98 and end of service (eos) at 3.23. C1 was greater than 40,000, c/0-1503, c/2-1391, c/3-1377. Any bipoles against case were greater than 40,000, 2/3 was 1609. The greater than 40,000 had showed up for the first time on the date of this report. The last check had been in (B)(6) prior to the date of this report and it was 1629 at that time. The other ins had no issues with impedances; device settings were c+3-2-1-, 4v, 60 pulse width, 170 rate, 667 ohms with eri at 2.1 years and eos at 2.35 years. They were going to obtain x-rays and had contemplated replacement the ins that was not having impedance issues. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v247063, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v250050, implanted: (B)(6) 2009, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).